Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was revised due to high capture thresholds measurements. At the revision procedure, the lead did not appear to have moved an appreciable amount using fluoroscopy, in addition, the helix mechanism had issues retracting as tissue was fastened in the tip of the lead. This conditions made the physician suspect that this lead was micro-dislodged, thus, this lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region, this made helix mechanism test fail. The lead passed electrical and stylet insertion testing. Laboratory analysis was able to confirm the reported allegation of helix extension/retraction issues. The high capture thresholds, dislodgement and surgery allegations were not confirmed, based on lead passing electrical testing, insufficient evidence from the field and product analysis to verify dislodgement and no evidence of device defect, malfunction, or abnormal damage that would required a surgery.

Event description:
It was reported that this right ventricular lead was revised due to high capture thresholds measurements. At the revision procedure, the lead did not appear to have moved an appreciable amount using fluoroscopy, in addition, the helix mechanism had issues retracting as tissue was attached to the tip of the lead. This conditions made the physician suspect that this lead was micro-dislodged, thus, this lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.